Manufacturer narrative:
The pump was received with a missing pillowing keypad overlay, missing display window cover, cracked case-corner of belt clip rails and battery tube thread cracked. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the front plastic of insulin pump was pilled off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.